Event description:
During staff's 0000 assessment the patient's PICC (peripherally inserted central catheter) dressing was bleeding in the ankle area. The catheter wing of the PICC catheter snapped off. This is the second issue with this device lot #. PICC removed and replaced with a different lot.